Event description:
Pt with a history of deep venous thrombosis required placement of an ivc filter on (B) (6) 2005, prior to anticipated urologic surgery. Pt was asymptomatic, however, a CT of the chest and abdomen was performed on (B) (6) 2009, which demonstrated the following: multiple legs of the ivc filter have fractured and embolized. There are 2 legs in the left-sided pulmonary arteries and one leg in the right ventricular apex. The tip of the leg within the right ventricular apex is projected outside the epicardium into the epicardial fat. The fractured ivc filter is in a more cephalad position then when placed. The shape is distorted somewhat, with one leg extending into the left renal vein. On (B) (6) 09, the bard recovery ivc filter remnant was removed with no further fracturing of the filter. The filter specimen was cleaned and placed in a specimen container.